Event description:
This dr pm was explanted due to patient complaint of pacemaker related pain. Leads were looped fairly tightly, device had migrated inferiorly along with the capsule, and the device header suture was not affixed to muscle below. Should additional information become available, this file will be updated.